Event description:
Patient was revised due to pain and possible infection. There was a reported loosening of the delta cemented long humoral stem at the bone to cement interface. The cement manufacturer was unknown. There was no reported surgical delay. Doi: unknown; dor: (B)(6) 2022; affected side: right shoulder.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.